Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to be interrogated. Subsequently, it was found that this device reverted to safety mode. Technical services (ts) reviewed the data and found that the right atrial (ra) lead was in service even though the device was programmed to provide ventricular pace only. Ts suspected that the high sensing rate by the ra lead could have contributed to the reduced battery longevity. As a result, this pacemaker was explanted and successfully replaced. The patient exhibited dizziness and dyspnea. No additional adverse patient effects were reported. This pacemaker has not yet been returned to boston scientific for further analysis.

Event description:
It was reported that this pacemaker exhibited difficulties to be interrogated. Subsequently, it was found that this device reverted to safety mode. Technical services (ts) reviewed the data and found that the right atrial (ra) lead was in service even though the device was programmed to provide ventricular pace only. Ts suspected that the high sensing rate by the ra lead could have contributed to the reduced battery longevity. As a result, this pacemaker was explanted and successfully replaced. The patient exhibited dizziness and dyspnea. No additional adverse patient effects were reported. This pacemaker was already returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. A longevity calculation was completed, and it was confirmed that the device did meet longevity expectations. Device memory was reviewed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. At this time, no further information is available. Should additional information become available this report will be updated.